Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event. Advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that approximately eleven (11) years post-implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis and regurgitation. No additional details were provided.